Event description:
Customer reported a malfunction with the insulin pump but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections as backup therapy to ensure continued insulin delivery. Technical support confirmed the replacement of the pump and provided instructions for the customer to send back the faulty pump using a pre-paid label.